Event description:
It was reported that a homechoice disposable set with cassette had ¿a leak or excessive moisture¿. This was further described as the ¿dialysis solution runs out in the cassette line during cleaning. It¿s hard to find the leakage point.¿ this was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number was unknown; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.